Event description:
Journal reference: vagefi mr, lin cc, mccann jd, anderson rl. Exacerbation of blepharospasm associated with craniocervical dystonia after placement of bilateral globus pallidus internus deep brain stimulator. Mov disord 2008;23(3): 454-456. To report a case of exacerbation of blepharospasm after bilateral globus pallidus internus (gpi) deep brain stimulator (dbs) placement. A male presented after bilateral gpi dbs placement for blepharospasm and craniocervical dystonia. Over the course of 7 months, he did have some improvement of lower facial spasms and swallowing, as well as, with jaw and neck pain. However, blepharospasm symptoms were with worsening eyelid spasms and associated apraxia of lid opening (alo). Numerous attempts to adjust dbs parameters were ineffective. Consequently, bilateral upper eyelid myectomy was performed. Myectomy surgery was free of complications. The patient had significant improvement of blepharospasm and alo. Reportable event: exacerbation of blepharospasm seen in this patient is likely a result of a stimulation related phenomena particularly since symptoms were clearly worse with higher voltage and frequency settings and returned to baseline once the device was turned off.